Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 519 mg/dl. The customer administered a correction injection to address the bg. Customer reloaded the cartridge to resolve the issue.